Event description:
The suspect device generated results of 40 mg/dl and 198 mg/dl, without having first applied blood or control solution to the test strip. Patient indicated that no action was taken based on these results. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.